Event description:
The reporter stated that during a spinal surgery procedure using the atoll otc spinal system for spinal infusion in the occiput and cervical spine regions, he could not get the head to head cross connector to lock down, even when the construct was outside of the patient. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. The device was not returned for evaluation. Theken's investigation determined that this incident appeared to be related to surgical technique regarding placement of the implant during use. The issue was addressed in the failure modes and effects analysis (fmea) of the product device design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.